Event description:
Patient was found to have two blisters on her abdomen that looked like a burn. When the nurse asked her what had happened, she stated that the toco had caused the burn. She was evaluated by provider and nurse and did not require any treatment. Wound was documented by rn. Clinical engineering was unable to recreate the issue, but out of an abundance of caution, the device was retired/discarded.